Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that completed femoral canal prep for a size 15 aml large stem, which upon insertion almost just fell into the femur, apparently undersized for canal preparation. The surgeon then asked for an 8-inch solutions stem. I called the office to get delivery and was informed that the solution stems were sent back to depuy as part of our inventory drawdown. The surgeon is not happy. So prepped canal for a 16.5 aml large and it fit just fine. Then he asks for a 40mm +12 biolox head and after retrieving it from the implant cart, I discovered it was expired. We waited 25 minutes for a new one to arrive from another hospital. (While preparing this MDR, I was called out and failed to return to finish, hence the delay). Right hip.